Event description:
It was reported that a device was used during a gastric reduction procedure. The devices did not fire. Another device was used to complete the case. There were no patient consequences.